Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, pump error 63 alarm during self test and confirmed in the pump history due broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. The customer stated they were experiencing high blood glucose values of 216 mg/dl and 248 mg/dl and treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.